Event description:
It was reported by the customer that during daily testing, the cardiosave intra-aortic balloon pump (iabp) unit's touch screen is not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse attempted to perform the touchscreen calibration but it failed. To fix the issue, the fse replaced the kit, display monitor to video gen (0040-00-0456) and the display coiled cable connection. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the video generator pcba and coiled power cord, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.